Event description:
Reporting status: death. Reporting rationale: stent dislodgement requiring medical intervention, subsequently patient died. Device issue: stent dislodgement. It was reported via user facility medwatch, that the patient was transported to the hospital via helicopter. Aspirin, lovenox, nitroglycerine, lopressor, morphine and oxygen were administered via route to the hospital. The patient presented with hypertension and EKG revealed st elevation and depressions that were acute in ii, iii, and ventricular fibrillation (vf). There were reciprocal in I and a vl consistent with inferior wall mi, some elevations appeared to be septal. A percutaneous transluminal coronary intervention was performed to treat a dissection found in the rca with total occlusion and no distal flow. Upon advancement of the 3.0 x 15 vision stent, the stent dislodged in the proximal vessel. Multiple stents were placed, but blood flow could not be restored. An intra-aortic balloon pump was inserted and the patient was taken for emergency bypass surgery. Subsequently, the patient died in sicu. No additional event or patient information is available.

Manufacturer narrative:
The information provided was copied from the user facility medwatch report received by the manufacturer.